Manufacturer narrative:
Correction: section d. A supplemental MDR was submitted to reflect the correct unique device identifier (UDI).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was unable to connect. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was unable to connect. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was failed to connect. A technical support specialist checked the device, logs were indicating download failures regarding patient data. So, tss resynchronized the station to the server from the graphical user interface (gui) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was unable to connect. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.